Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The spouse of a customer indicated via phone call of unexplained high blood glucose of over 507 mg/dl. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal and that the customer's doctor recently changed the settings. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised that a tubing clamp would be provided and to call back when the tubing clamp received to further troubleshoot.